Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during device set up, the transducer prompted a usacquisitionhw_31 error when it was connected to the ultrasound system. There was no patient in the room when the reported event occurred. When the patient was brought in for transesophageal echocardiography (tee), another similar but different system was used to complete the procedure. There was no patient adverse event reported with the initial and replacement systems. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint of the z6ms transducer displaying an error message was investigated. After inspection and testing of the returned device, the most probable cause of the issue was determined to be gastro flex thermistor trace crack and open due to insufficient gastro flex reliability; this problem is related to design. Through a corrective and preventive action, the gastro flex thermistor trace width has widened in the tolerance to reduce cracking.